Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by weakness, cloudy fluid and fever. A day prior to the peritonitis diagnosis, the patient was hospitalized due to fever, cloudy fluid and weakness. The cause of the events were unknown. The same day as the peritonitis diagnosis, the patient was treated with vancomycin injection (1gm, ongoing) and ceftazidime injection (1gm, ongoing) for peritonitis. Ten days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered (11 days after the event onset). Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.